Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer performed troubleshooting by running a phlebotomist sample and the result was comparable between different instruments. The customer ran quality controls, resulting within range. The customer believes that the original samples were compromised and resulted low. The cause of the discordant, falsely low potassium (k) results obtained on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low potassium (k) results were obtained on two patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were then repeated on an alternate platform, also resulting falsely low. Both patient were re-drawn and the new samples were tested on the original dimension exl with lm instrument and on the alternate platform, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low k results obtained on two patient samples.